Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: mentor memorygel 450cc silicone breast implant,catalog number 3504504bc sn#; (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel 450cc silicone breast implants which the right side has issue with capsular contracture, unknown bake grade after implantation. The MRI examination suggested complication on the implants. Patient stated that the health care professional diagnosed her but was not able to inform what he stated, only stated she needed to have a surgery to replace the implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.